Event description:
(B)(6) 2023: it was reported that this lead was an attempted implant. During the procedure the impedance measurement was greater than 3,000 ohms. The helix of the lead was retracted, and the lead was repositioned; however, the impedance remained out-of-range. The procedure was completed with a non-boston scientific lead and no adverse patient effects were reported. It was not reported that the lead would be returned.